Manufacturer narrative:
This event was determined to be a duplicate/ additional information to MFR # 2916596-2022-12986. Investigation findings will be reported under MFR # 2916596-2022-12986.

Event description:
It was reported that log files were submitted to assess for further wire damage and if there was a pump stop since the last time log files were submitted, as the patient had a known short to shield with associated driveline faults. The patient was on an ungrounded cable and had no active audible alarms, but a driveline fault was noted on interrogation. The log files captured constant driveline faults throughout the log, but no pump stops were noted. Based on the wire impedance values seen in the log, it appeared that the monitored green wire in phase one was broken. The other five wires were within normal range.

Manufacturer narrative:
Previous short to shield was reported under MFR: 2916596-2022-12986. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.